Event description:
It was initially reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was to be used during a stomach biopsy procedure performed on (B) (6) 2009. According to the complainant, after unpacking the forceps, the distal part was found to be kinked. The procedure was completed with another MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; bent clevis.

Manufacturer narrative:
(B) (4). A visual examination of the returned device found that the clevis was bent. Functionally, a loop test was performed and the device opened and closed within spec. A v gage test was performed and found the device to be out of spec. The forceps rivets and crimps were within spec. The most probable root cause is mfg since the event was identified prior to use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4).